Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that every time they performed a generator load test, they were unable to admit, discharge, and transfer patients from the 4 ER telemetry transmitters at the central nurse's station (cns). No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) advised the bme to check the network switch in the closet. The bme rebooted the network switch, which resolved the issue. The root cause is determined to be the facility's network environment. A review of the serial number history shows no recurrence of the reported issue. Admitting patients and inputting their information can be done on the local bsm as long as the previous patient has been discharged through the "discharging a patient" section. Attention should be given to patient type as this parameter dictates the qrs detection type as well as the alarm settings. Date and time settings on the monitor should be observed to ensure correctness. If they are not correct, failure modes may occur for all stored data reflecting incorrect date/time on the printouts. Time zone and unit settings on the cns should also match those of the bsm, or communication errors may occur.

Event description:
The biomedical engineer (bme) reported that every time they performed a generator load test, they were unable to admit, discharge, and transfer patients from the 4 ER telemetry transmitters at the central nurse's station (cns).

Manufacturer narrative:
The biomedical engineer (bme) reported that every time they do a generator load test they have issues afterwards. They were unable to admit, discharge, and transfer patient from the 4 ER telemetry transmitters. They were able to fix this issue by rebooting the switch. When they have this issue, the transmitters are still able to send vitals over to the central nurse's station (cns). They stated that during the load test, the switch does not lose power. They have also replaced the upss to see if it will resolved the issue but the still happens each time. They have tried to duplicate the issue by disconnecting the data converters from power, but it does not duplicate it. They can only duplicate the issue every time they do a generator load test. They transfer patients from the ER to tele department. They admit the patient to the transmitter in the ER department, move them over to tele department, and transfer the patient to another device in tele department. Then they take the transmitters back to ER to start the process all over again. The patients remain on the same cns to monitor them. This is their process to change devices to move them from the ER transmitters to tele department transmitters. The customer called back and stated that with this issue, the transmitters disappeared from the central nurse's station (cns), and that they were not able to select them. Those patient tiles go blank. When they reboot the switch in closet 1396, those telemetry transmitters appear again. They do not need to manually put those transmitters back on to the cns, they just appear again when the switch is rebooted. Tech support sent them an email for the ip addresses of the cns, and multiple patient receiver (org), software versions and model of the transmitters. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that every time they do a generator load test they have issues afterwards. They were unable to admit, discharge, and transfer patient from the 4 ER telemetry transmitters. They were able to fix this issue by rebooting the switch. When they have this issue, the transmitters are still able to send vitals over to the central nurse's station (cns). They stated that during the load test, the switch does not lose power. They have also replaced the upss to see if it will resolved the issue but the still happens each time. They have tried to duplicate the issue by disconnecting the data converters from power, but it does not duplicate it. They can only duplicate the issue every time they do a generator load test. They transfer patients from the ER to tele department. They admit the patient to the transmitter in the ER department, move them over to tele department, and transfer the patient to another device in tele department. Then they take the transmitters back to ER to start the process all over again. The patients remain on the same cns to monitor them. This is their process to change devices to move them from the ER transmitters to tele department transmitters. The customer called back and stated that with this issue, the transmitters disappeared from the central nurse's station (cns), and that they were not able to select them. Those patient tiles go blank. When they reboot the switch in closet 1396, those telemetry transmitters appear again. They do not need to manually put those transmitters back on to the cns, they just appear again when the switch is rebooted. Tech support sent them an email for the ip addresses of the cns and multiple patient receiver (org), software versions, and model of the transmitters. No patient harm was reported.